Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter was placed in (B)(6) male pt's femoral without complications, and remained in place 3 days. It was noted that naropin was applied over the catheter. During removal of the catheter, the tip was found missing. The pt refuses surgery to remove the catheter so it remains in the pt. It is unk if another attempt at the procedure, or if a delay resulted.